Event description:
Country of complaint: (B)(6). Inner foil was welded with outer foil.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received - 7 unopened pouches. This is the second complaint of this code batch about the same defect. There are no units in OEM stock. All packs received are tight. All samples received have the first pack sealed to the second back in the 4th seal. This is due to an accidental defect in the welding machine and this unit was not sorted out by the personnel involved in this process. This is an accidental and isolation problem. Remarks: personnel involved about this incidence have been informed. Final conclusion : the complaint is correspondingly (justified). Corrective/preventive actions: oed has opened a corrective action in order to avoid this kind of incident in the further.